Manufacturer narrative:
The customer has been having problems since (B)(6) 2010. They performed a routine maintenance in the morning and qc was acceptable. A field service engineer (fse) was dispatched: the fse found a piece of a rubber stopper in the waste valve of the module and replaced the valve.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high creatinine results generated by the synchron lx I 725 clinical system. Upon repeat, lower creatinine results were obtained. Original and repeated patient results are shown. The results were not reported out of the lab. Patient treatment was not affected.